Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The caregiver (cg) stated that the hp pressed go before connecting to the setup and the hc alarmed shortly after they connected. The technical service representative (tsr) explained that the setup was compromised and that the cg would need to start over with new supplies. The tsr assisted the cg in clearing the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during a system error 2240 of the initial drain stage, where the home patient started the initial drain before connecting. The caregiver stated the home patient had connected after pressing go. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly connecting to the homechoice when starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.